Manufacturer narrative:
B3 date of event, corrected data: initial report inadvertently provided the wrong date.

Event description:
Additional information received noting that the reported worsening suicidal ideations are not related to the vns device, implant or stimulation.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
An adverse event of 'worsening suicidal ideations' was reported for the patient and noted to be not related to the implant procedure/stimulation but the relationship to the device was not provided. No other relevant information has been received to date.